Event description:
Customer reported receiving an error 4 when a test strip was inserted in their freestyle flash blood glucose monitor. During the course of investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.